Manufacturer narrative:
This device will not be returned to the manufacturer for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record (DHR) review confirms that the lot met required specifications. The may 2007 15-month piccs, nonvalved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.

Event description:
In 2007, a vaxcel PICC was implanted for therapeutic purposes in a male patient (age unknown). Post procedure, it was noted that the catheter may have leaked. After checking with contrast under fluoroscopy, a leak was confirmed on the side of the catheter. Although follow up information received one month later, stated that this leak was proximal to the suture wing, further review of the description stating that the hole "is just as it enters the patient" indicates a distal leak and therefore a reportable event. The device was removed on a week after the original date and replaced with another vaxcel PICC. There were no complications reported with this event.